Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient's implant was not able to be charged (starting a couple of months prior to the report). The patient reported that he would need to set up an appointment with his physician in order to have his device adjusted (reset) in order for it to work again. It was noted that the device hasn't been working for several months and that the device has not done him any good for 2-3 months so he doesn't think that it will be doing any good when it gets turned back on. The patient indicated that he would like his device removed. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported there was poor communication. Patient stated he turned dial and tried again, but went back to reposition antenna screen. Patient reported the last time they successfully charged their device was about a week ago. Additional information was received. Patient called back and stated he was with his recharging equipment. Patient stated he was not connecting with his programmer. Patient services walked patient through the al and patient got a 78 but was seeing reposition antenna when he tried to connect with his recharger (insr). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.